Event description:
It was reported that pump experienced malfunction with displayed malfunction code that was resettable, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction code recurred, which customer acknowledged and understood.